Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had impedance issues. Also, the patient was symptomatic with the right ventricular automatic threshold (rvat) test. The device reported a higher threshold twice, and the patient was sensitive to the higher output. Also, there were two loss of capture (loc) beats and no backup ventricular pacing delivered. Technical services (ts) determined there was poor morphology in the evoked response (ER) channel, which was getting classified as an early intrinsic beat rather than loc by the device algorithm. This resulted in the device falsely detecting loc, which caused backup ventricular pacing to not be delivered. Ts recommended going to fixed output. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had impedance issues. Also, the patient was symptomatic with the right ventricular automatic threshold (rvat) test. The device reported a higher threshold twice, and the patient was sensitive to the higher output. Also, there were two loss of capture (loc) beats and no backup ventricular pacing delivered. Technical services (ts) determined there was poor morphology in the evoked response (ER) channel, which was getting classified as an early intrinsic beat rather than loc by the device algorithm. This resulted in the device falsely detecting loc, which caused backup ventricular pacing to not be delivered. Ts recommended going to fixed output. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had impedance issues. Also, the patient was symptomatic with the right ventricular automatic threshold (rvat) test. The device reported a higher threshold twice, and the patient was sensitive to the higher output. Also, there were two loss of capture (loc) beats and no backup ventricular pacing delivered. Technical services (ts) determined there was poor morphology in the evoked response (ER) channel, which was getting classified as an early intrinsic beat rather than loc by the device algorithm. This resulted in the device falsely detecting loc, which caused backup ventricular pacing to not be delivered. Ts recommended going to fixed output. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: section h6 if pertinent information is provided in the future, a supplemental report will be submitted.